Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the (B)(6) chemistry analyzer and observed that the customer had not been maintaining the instrument as the ise buffer syringe was last changed on (B)(6) 2022 and the ise tubing needed to be replaced. The fse identified the failure mode as multiple hardware due to lack of maintenance. The fse replaced the solenoid valve, valve assembly and ise mix bar to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results on their (B)(6) clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.